Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Serial number, operator of device, and device manufacture date are unknown. No information has been provided to date.

Event description:
It was reported that a fentanyl pump appeared to continue to infuse even when air in the line was detected. The alarm, air in the line, was noted. By the time the fentanyl bag was changed, the tubing was filled with air almost all the way to the hub connecting it to the primary intravenous tubing. A few more minutes of being delayed would have meant that the patient would have received air via the intravenous tubing via a central venous catheter into the internal jugular. There was no patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: g3: correction: report source: other, mw14371305.